Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mild calcified and mild tortuous left anterior descending artery (lad). After the lesion was dilated with a 3.00mm balloon catheter, a 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. However, during inflation at around 9atmospheres, the balloon ruptured. The device removed and exchanged with a 12mm x 3.50mm non-bsc balloon catheter. The procedure was then completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).